Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#0003716): 1)this batch of products were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in march 2020. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received, and the luer status and connection status of the pp connector and the infusion set cannot be identified. 3. Take the retained sample of this batch, connect the pp connector to the iso luer connector for leakage test, and no leakage is found at the connection. Please refer to the attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since there are no abnormalities in the process and retained sample, no similar complaints from other hospitals about this batch of products, and no defective samples are received for analysis and confirmation, the root cause of the slight leakage at the connection between the indwelling needle and the infusion set cannot be determined.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at adapter tubing junction. The following information was provided by the initial reporter: the patient was admitted as a preterm infant with low birth weight, intravenous access was established for the child, when the indwelling needle was opened, no abnormality was detected on inspection, after 5 minutes of infusion rounds of the child, the bed sheet was found to be wet at the indwelling needle, the needle was inspected, and slight leakage was detected at the joint where the needle was attached to the infusion set, the needle was withdrawn, and replaced with a new one for re-puncturing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.